Event description:
It was reported that an unknown sized 3300tfx aortic valve in the pulmonic position was disabled via valve in valve procedure after an unknown implant duration due to unknown reason. Tpvr was completed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported and learned through medical records that a 25mm 3300tfx aortic valve in the pulmonic position was disabled via valve in valve procedure after an implant duration of 13 years, 4 months due to severe stenosis. The patient presented with shortness of breath. Tpvr was completed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: a1-a3, b4 - b7, d4, d6, g3, g6, h2, h6 (component code, clinical code, device code, and type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.